Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer believe insulin pump was over-delivering. Customer blood glucose was 1.7 mmol/l. The customer was treated with jelly bellies and glucan juice as well and bottle of ravina. The reservoir will not be returned for analysis.